Event description:
It was reported that the patient has a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the cylinder tubing. The patient had visited the hospital two weeks prior because the ipp did not work well. No patient complications were reported and the patient was stable post procedure.